Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-00470. It was reported the patient's leads had migrated. The issue was confirmed via x-ray. Surgical intervention may be pending to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2018 to address lead migration. The product was explanted and replaced. Stimulation was reportedly restored post-operatively.